Manufacturer narrative:
The patient's date of birth is (B)(6) 1970. Reported event of guidewire tip detached exposing the corewire tip. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the guidewire revealed that the distal tip was detached exposing the tip of the metal corewire; moreover, the corewire was bent. Presence of adhesive remnants were not found. The complaint is consistent with the return that the distal tip was detached exposing the tip of the metal corewire. Based on all gathered information the investigation fails to determine a definite root cause. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a cholangioscopy procedure performed on (B)(6) 2014. According to the complainant, a jagwire guidewire was used for cannulation of the papilla together with the autotome. During fluoroscopy, the image of the guidewire did not show a straight tip. The physician decided to remove the guidewire and the hydrophilic tip detached outside the patient exposing the corewire tip. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a cholangioscopy procedure performed on (B)(6) 2014. According to the complainant, a jagwire guidewire was used for cannulation of the papilla together with the autotome. During fluoroscopy, the image of the guidewire did not show a straight tip. The physician decided to remove the guidewire and the hydrophilic tip detached outside the patient exposing the corewire tip. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.